Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced with a smaller ipg, and the ipg pocket was relocated. Patient's leads were also explanted and replaced (see manufacturer report numbers 3006705815-2019-02217 and 3006705815-2019-02218).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site following colon removal surgery. It was also reported that the patient had gained weight. Surgical intervention may occur to address the issue.